Event description:
Related manufacturer reference number: 2017865-2022-04313. It was reported that the patient presented in clinic for follow up. The right atrial (ra) and right ventricular (rv) leads were both over-sensing noise. Both the ra and rv leads were explanted and replaced. The patient was stable.